Manufacturer narrative:
No patient demographics provided. Service was dispatched. Beckman field service engineer (fse) reported finding the mixing motor stalling. Fse replaced the mixing motor to resolve the issue.

Event description:
The customer reported the au680 clinical chemistry analyzer had erroneous high potassium (k) result. Customer reported the erroneous result was reported outside of the lab. Erroneous result was corrected. No change in patient treatment reported. Issue was discovered after the ise controls failed and samples were reran back to the last good controls recoveries.